Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device reportedly remains implanted. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient has an altis implanted in (B)(6) 2006 and a rectal promotofixation in 2011. The patient reportedly has experienced pain (groin, left leg, lower back) requiring medication, paresthesia left foot, inability to walk long distance, sleep on side or sit due to pain, strip erosion in urethra, lesions, micturition, urinary incontinence, urinary tract infection, bladder stones, bladder cancer [no medically reported link to the altis], and additional surgeries. An ultrasound in 2022 concluded a ¿relaxed suburethral tape, the left side of which is not visible, and there appears to be an intravesical or submucosal portion at the level of the bladder neck¿.